Manufacturer narrative:
Visual examination of the returned instrument confirmed that the tip had broken off and that the break occurred at a location that would require excessive force to break. This excessive force is more than would be expected during normal cataract phacoemulsification surgery. This suggests that the instrument was most likely exposed to excessive force prior to its use in surgery, whereby, the structural integrity of the metal was compromised and ultimately contributed to the breakage. Review of the manufacturer's complaint handling system database confirms this to be the first report of this nature for this device (model number 08-145278). The instrument has been in commercial distribution for several years without incident or complaint. The surgeon reported that he took the tip our during the surgery, that there was no injury to the patient and no prolonged hospitalization required.

Event description:
During phacoemulsification cataract surgery the tip of an ophthalmic chopper broke off in the patient's eye. The surgeon removed the broken tip during the surgery.